Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a signal loss on the g5 mobile application and an adverse event. The patient stated on the evening of (B)(6) 2018, his wife woke up to find the patient sweating in bed. She checked the dexcom continuous glucose monitor (cgm) and stated the signal was lost. She performed a finger stick and the patient¿s blood glucose was at 34mg/dl. She provided the patient with juice and was able to bring his bg to an acceptable level. The patient did not have to go to the hospital and no medical assistance was needed. At the time of contact, the patient was doing okay. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was the transmitter and app were unable to establish a connection.